Manufacturer narrative:
It was reported that ventilation stopped during patient treatment. There was no patient harm. The customer reported that the incident occurred between 11 am and 4 pm on (B)(6) 2020. The field service engineer visited the hospital on (B)(6) 2010 and collected text dump device logs. No part was replaced. The evaluation of received text logs shows multiple occurrences of the alarm 'vt inspiratory overrange' between 11 am and 4 pm on the date of event. According to the user's manual, possible causes are settings causing larger volume than allowed for the selected category or a limited adjustment of excessive tidal volume. Leakage may also be a cause. There are also alarms for high pressure and low expiratory minute volume. There are no technical errors indicating a ventilator malfunction. The last pre-use check passed 2½ months earlier. Complete device logs were not received despite requests. No further issues have been reported. The conclusion is that the reported stop of ventilation cannot be confirmed from received text logs. As complete device logs weren't received, the root cause cannot be determined. Available text logs do not indicate a ventilator malfunction.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that ventilation stopped during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).